Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had critical arrhythmia over a 24 hour period. It was not detected and they just wanted to clarify if it was human factor or system error. There was no adverse event or patient harm reported